Event description:
The user facility reported that the housing broke at the weld and the door during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the housing broke at the weld and the door during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences. Attempts are being made to obtain additional information about the event; no further information was received.